Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The clinicians recycled the power, and the screen responded without issue. The per fusionist tested and assessed the screen and confirmed it was responsive. The stm was informed that the patient will remain on the iabp for the next few days. A supplemental report will be submitted if new information is provided.

Event description:
It was reported that during use on a patient that the cardiosave intra-aortic balloon pump (iabp) screen locked up momentarily during therapy. There was no patient harm or injury and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient that the cardiosave intra-aortic balloon pump (iabp) screen locked up momentarily during therapy. There was no patient harm or injury and no adverse event reported.